Manufacturer narrative:
The explanted devices will not be returned for eval. This is the final report.

Event description:
A report was received that the pt was explanted due to discomfort at the pocket site. The device was working properly, but the pt did not like the feeling of the device and where it was positioned in his body.